Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-mar-2024, UDI#: (B)(4); product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-aug-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said patient had revision yesterday due to lost coverage about 6 months ago. Rep said 1 percutaneous lead was out 8-15. Patient needed sacral, back and hip coverage, but the paddle lead coverage was too high and wrapping to the right upper chest area, mostly to the side. Rep noted the paddle was twisted and more toward the side, and the percutaneous lead coverage was too low, being felt right thigh down to the foot. Hcp decided to removed the entire system and re-implanted. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. No known cause of lost of coverage. On (B)(6) 2023 the rep reported the paddle was connected to the right ipg. The rep believes the lead migrated to the right. Rep is not aware of contributing factors. Weight is unknown.

Event description:
Additional information was received from the rep. It was reported that the original device was explanted, including the implantable neurostimulator (ins), two leads, and one paddle. New paddle and ins was implanted. Patient continues to feel stimulation in her groin stomach. Rep will follow up with patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead product ID 39565-65 lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2023, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead product ID 97702 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.